Manufacturer narrative:
Reliability analysis inspected three opened/used sensors and found all sensor cannulas retracted inside of the sensor. Unable to confirm that the customer received the sensors damaged due to the product being returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that they got a sensor without electrode. The customer was advised to return the sensor and we will send a new sensor.